Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use of a custom tubing pack, a fluid leak was observed from the one-way vernay valve. The customer believed there was a small crack in the valve. The device was replaced.  There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Correction.d.3. MFR. Name and address updated fdc code updated correction.e.2.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of physical damage or abnormalities. Unit appears to have been primed. Pressure integrity testing was performed at 3 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there was a leak observed from the top of the device. The device was cut apart and the leak is from the bond between the blood side to atmosphere with a wire inserted through the connection. Reason for return was confirmed. Additional information b5: it was reported that prior to use of a fusion oxygenator, a fluid leak was observed from the one-way purge line on the top of the oxygenator. Medtronic received additional information that there was no damage to any packaging or other components. The leak was attributed to the separation of the one-way valve from the tubing. The customer had stated the tubing and valve were still attached but had not applied any pressure to see if they would separate. They stated that the line should be glued/ bonded in order for separation to not be possible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.